Manufacturer narrative:
(B)(4). Batch r58y04. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Is the current patient status known? He is good and stable was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Manufacturer narrative:
(B)(4). Batch # unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested but not received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, while firing the third reload the first 3cm of the reload was working probably and then the blade was advanced and no staples fired and it was a cold cut for the tissue. Patient consequence was not reported.